Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #29, it was verified its nonosseointegration. Implant was immediately carried out and 35 ncm of primary stability was achieved. Immediate load was not performed.